Event description:
Journal article "beyond surgery: the proper role and delivery of radiation therapy in the local-regional management of bia-alcl". Physician reported via article, "breast wound did not completely heal. Discomfort and swelling of the breast, abnormal ulcerated tissue in the implant scar capsule of the breast, post-operative (explant) wound did not completely heal, review of the outside specimen confirmed anaplastic large cell lymphoma, cd30 positive, associated with the breast implant. A new core needle biopsy of the breast confirmed alk-negative alcl, consistent with bia-alcl, a hypermetabolic breast mass measuring 14 × 11 cm with standardized uptake value (suv) of 27 and fluorodeoxyglucose (fdg) avid lymph nodes were present internal mammary (sub centimeter, suv 12) and left axillary (2.5 cm, suv 16) nodal basins, consistent with regional sites of disease." This record is for the left side. Device has been explanted.

Manufacturer narrative:
Bia-alcl was diagnosed by biopsy and confirmed cd30+ and alk- histopathological markers. Clarification a.2: patient age noted as "in her sixties". Journal article citation: jillian r. Gunther, swaminathan p. Iyer, kelly k. Hunt, hong fang, sa a. Wang, mark w. Clemens & chelsea c. Pinnix (2024) beyond surgery: the proper role and delivery of radiation therapy in the local-regional management of bia-alcl, case reports in plastic surgery and hand surgery, 11:1, 2389172, doi: 10.1080/23320885.2024.2389172. Additional contributing authors: swamianathan p. Lyer, department of lymphoma and myeloma, the university of texas md anderson cancer center, tx, USA; kelly k. Hunt, department of breast surgical oncology, the university of texas md anderson cancer center, tx, USA; hong fang, department of hematopathology, the university of texas md anderson cancer center, tx, USA; sa a. Wang, department of hematopathology, the university of texas md anderson cancer center, tx, USA; mark w. Clemens, department of plastic surgery, the university of texas md anderson cancer center, tx, USA; chelsea c. Pinnix, department of radiation oncology, the university of tx md anderson cancer center, tx, USA. The events of delayed healing, lymphoma-alcl, lymphadenopathy, lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: delayed healing, lymphoma-alcl, lymphadenopathy, ulcerated tissue (lump/nodule).